Manufacturer narrative:
The device was not returned to mmdg for evaluation. Because the pump was not returned, no investigation could be performed, and mmdg could not confirm or replicate the complaint. The curlin pump does contain a warning label that states "warning: impact may cause damage. If dropped, pump must be checked for accuracy prior to use."

Event description:
The initial reporter returned the pump to mmdg for a failed recertification. They stated that the pump would not pass the 40 psi test. The initial reporter did state that this occurred during testing and there was no patient involved. [(B)(4)].

Manufacturer narrative:
The device was returned to mmdg after the initial MDR was filed. During the investigation the pump operated within product specifications. Mmdg could not replicate or confirm the complaint. Based on this information, no MDR was needed.

Event description:
The initial reporter returned the pump to mmdg for a failed recertification. They stated that the pump would not pass the 40 psi test. The initial reporter did state that this occurred during testing and there was no patient involved. (B)(4).